Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had 46510 error code. Pump was not on patient when alarm occurred. Alarm occurred when the tubing was being primed.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was not reviewed due to error code 46510. The device was visually inspected and there was a buckled downstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the printed wiring assembly board and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.